Event description:
The hcp reported the pump was implanted, but not started as they were unable to place the catheter in the spine. The pt developed a visible infection with a red and inflammed site. The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.